Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose level of 300-399 mg/dl. Customer was treated with intravenous saline and insulin, and was released from the ER on (B)(6) 2022 with no permanent damage. It was reported that the pump battery could not be charged, and subsequently shutdown. The customer reverted to an alternate method of insulin therapy.